Event description:
It was reported that this pacemaker entered safety mode. The patient was dependent and technical services reviewed safety mode parameters. The device remains in service at this time and no adverse patient effects were reported. Additional information received indicated the patient experienced occasional pauses in pacing due to oversensing. The device was replaced and is expected to be returned for analysis.

Event description:
It was reported that this pacemaker entered safety mode. The patient was dependent and technical services reviewed safety mode parameters. The device remains in service at this time and no adverse patient effects were reported. Additional information received indicated the patient experienced occasional pauses in pacing due to oversensing. The device was replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The device had intermittent telemetry. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.